Event description:
The information provided to sjm indicated a pt underwent mitral valve and tricuspid valve repair. Postoperatively, the pt presented with symptoms and an echo revealed mitral regurgitation. The valve was removed and replaced with an unk device.